Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The customer's blood glucose (bg) level was 160 mg/dl. The customer indicated that a replacement usb cable would be used. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, the customer did not respond.